Event description:
Dr reported that a patient had been injected with radiesse in the bridge of the nose in 2007. The patient developed necrosis of the injection site on thirteen days later. The patient was prescribed a topical antibiotic.

Manufacturer narrative:
A review of the device history records indicates that the reported lot# 1006716, met all specifications. Radiesse injections of the nose are considered an off-label use. During a follow-up with the injecting physician, he reported patient appeared nervous, almost faint during event, but injection site appeared normal when leaving office. Three days later went to ER for infected, inflamed area, treated with a topical antibiotic and released. Pa from the ER did not believe symptoms were product related or severe. Patient went to another dr for further treatment. Symptoms have resolved and patient has been released from dr's services. We regret the delay in the filing of this report.